Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a surgery due to vertebral compression fracture. Intra-op, ibt ruptured during procedure. Ibt ruptured at 285 psi. There was no resistance and balloon pressure kept coming down when inflated. No patient symptoms or complications were reported as a result of this event.